Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed and no nonconformities were found. The device was not available for return.

Event description:
During a routine follow up, it was reported to nevro that a patient had acquired a (B)(6) infection. The patient was hospitalized and was given IV antibiotics. The device was explanted. The report indicated that the patient was receiving excellent pain relief prior to the infection. The physician did not believe that the device had contributed to the reported infection event.